Event description:
Call to report accuracy concerns with meter. Analysis run on clark error grid using mean avg reading (187) vs. Bd readings of (321, 52) yielded data points in the e/c zone of the grid, outside of acceptable limits.